Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 453 mg/dl this morning, which she treated with a manual insulin injection. The customer changed her infusion set and her blood glucose steadily decreased; however, her blood glucose was 43 mg/dl in the afternoon. The customer ate and her blood glucose was 82 mg/dl an hour later. The customer's blood glucose was 128 mg/dl at bedtime and when she woke up her blood glucose went back up to 453 mg/dl. The customer was feeling weak. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was performed and the device alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.